Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were call service 078 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/01/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/10/2016 with the following findings: the pump's black box showed multiple pump reboot events associated with call service 078 and battery related alarms on (B)(6) 2016. The pump was able to perform the ¿ez-prime¿ steps correctly. The pump alarmed to a call service 088 alarm during the 24 hour duration test. Moisture was found on the internal components of the pump.